Event description:
It was reported to vyaire medical that the bellavista ventilator is showing has a black screen issue. There was no patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and swapped the main electronics for blank screen issue. Replaced successfully. Ran calibrations and verification. All tests passed required criteria. Unit meets factory specs. Returned defective part to ups for RMA. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. However, no functional or performance issues were found. Even though no functional or performance issues were found during fa lab investigation logs shows the cfb logs triggered once the shot down initiated. Main board replaced to resolve the issue.